Event description:
Boston scientific received information that there was a ventricular fibrillation (vf) storm. There was ventricular tachycardia (vt) was detected in the vf zone. The patient received multiple shocks with 21 episodes of the device giving therapy. Therapy was exhausted in the vf zone. The patient was externally rescued. The physician was questioning why the 30 seconds was chosen. Boston scientific technical services (ts) was contacted and explained that the 30 seconds has been there for sometime.

Event description:
Additional information received from the local sales representative states that programming changes were made to this system. The lower rate limit (lrl) was adjusted from 50 beats per minute (bpm) to 60 bpm. The shock pace rate was also adjusted to 5 minutes. No other adverse patient effects or complaints from the physician.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
.